Manufacturer narrative:
Additional product codes: hrs. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of the second metacarpal, the screw head cut off while the surgeon inserted the cortex screw into a plate. The surgeon had to then remove the plate. There was difficulty removing the other half of the screw in the bone. It was removed using a broken screw removal set. The surgeon then placed the plate back on and finished the procedure with new screws. The procedure was successfully completed with a fifteen (15) minute surgical delay. There were no fragments generated. Patient status is unknown. Concomitant device reported: unknown plate (part#unknown, lot#unknown, quantity 1). This report is for one (1) 1.5mm cortex screw slf-tpng with t4 stardrive recess 10mm. This is report 1 of 1 for (B)(4).